Manufacturer narrative:
The returned device was evaluated and the customer complaint could not be duplicated. (B)(6).

Event description:
The customer reported: "unable to indicate a spo2 value of 89". No consequences or impact to patient was reported.